Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the spring broke on the device. Surgeon was able to obtain the piece before going into the patient."